Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant device not returned.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The contact changed out all of the pump supplies and continued to receive occlusion alarms. The customer's blood glucose (bg) level was over 400 mg/dl and an insulin injection was used to address the bg level. Tandem technical support had the contact perform a system check using the current supplies on the pump and the occlusion appeared to be within the infusion set tubing. Reportedly, the customer had been using apidra insulin in the cartridge. Cts informed the customer that apidra was not labeled for use with the pump. The contact acknowledged the information.